Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ litigation papers allege the patient suffers from pain, fluid build up and elevated metal ion levels. Update: ((B)(6) 2012) - patient fact sheet was received. The part/lot numbers have been updated. There is no new information that would change the outcome of the investigation. Update rec¿d (B)(6) 2014 - medical records received. Dor provided. Patient revised to address metallosis, synovitis, osteolysis and metal particulate debris. Upon revision, a cyst, corrosion on the trunnion, brownish synovium and fibrinous debris, metal stained fluid, and no evidence of bone ingrowth on the acetabular cup were noted. The stem and sleeve are being added to the complaint. This complaint was updated on: (B)(6) 2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the reported device was not possible as it was not returned. A search of the complaints databases and/or a review of device history records were not possible as the required product/lot code combination was not provided. The investigation can draw no conclusion regarding the reported event with the information available. Based on the inability to determine root cause, the need for corrective action has not been indicated.